Event description:
E-mail from manufacturer representative (rep) received. Rep reports the patient went to urgent care on (B)(6) 2024 and the lead was explanted on that date.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reports that she has the wens, customer service ordered return kit for pt to ship back to mdt. Pt awaiting return kit and reports she will return the wens. Cause was not determined. Further details of pt medical status not disclosed to this customer service. Implanting/trial hcp confirmed via voicemail that he sent the patient to urgent care and had the trial leads removed.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). Pt reporting pain in their heel upon physician insertion of needle into epidural space, and pain has persisted into following day of procedure whether stimulation is on or off. Pt instructed to contact medical team with any health concerns following procedure. Pt reporting swelling in calf and foot as well this morning, manufacturer staff alerted physician and physician requested pt to visit urgent care for swelling and heel pain. The cause is unknown and the issue is ongoing. Rep sends follow up report on december 5th 2024 that pt's implanting doctor sent pt to urgent care to get leads removed and calf assessed.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6) 2024, ubd: 05-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.